Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the patient was experiencing erratic blood glucose (bg) between 28 mg/dl and 352 mg/dl. The reporter stated that the patient's bg had been elevated earlier in the day, and the patient administered a correction bolus via the pump, and 2 hours post-correction the patient's bg was 28 mg/dl. The patient reportedly self-treated with glucose tablets, and by 6 pm the patient's bg was 71 mg/dl. The patient's bg reportedly elevated to 280 mg/dl 3 hours after consuming glucose tablets; the patient reportedly administered a correction bolus but an hour and a half later the patient's bg had reportedly elevated to 352 mg/dl. The reporter stated that the infusion set was changed and another correction bolus was administered, and at the time of the call to animas customer support the patient's bg was reportedly 70 mg/dl. The reporter noted that with low bgs, the patient experiences shaking, sweating, incoherence, and lethargy; and that with elevated bgs, the patient has large ketones. The patient reportedly treats low bgs with glucose tablets or other carbohydrates, and treats elevated bgs by bolusing with the pump. The reporter stated that the battery in the pump had been changed on (B)(6) 2012, and confirmed that the time and date settings were correct since that battery change. Troubleshooting indicated no pump malfunction related to insulin delivery. The reporter denied any site/set issues. The reporter stated that the patient had switched from the comfort short infusion set to the contact detach infusion set. Customer support advised the reporter that the contact detach sets should be changed every 2 days instead of every 3 to 4 days. Use error in over-correcting may have contributed to the reported bg of 28 mg/dl, and using the infusion sets for longer than recommended may have been a contributing factor to the reported bg excursions, however at this time a clear cause for the reported bg excursions could not be determined. There were no pump defects found, however this complaint is being reported because the patient allegedly experienced hypoglycemia and hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no activity outside normal patient use observed in the black box history. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. However; there was a manual time change made by the user which made the insulin delivery amount appear to be inaccurate in the pump history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. There was no insulin delivery defects found when the pump was tested during investigation. Unrelated to the complaint, the internal battery was found to be have failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.